Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37761, serial # (B)(4), product type recharger; product ID 37754, serial # (B)(4), product type recharger; product ID 37754, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger. Analysis of the desktop charger (serial # (B)(4)) found that the desktop charger had a broken connector.

Event description:
The consumer reported that the patient was having problems charging their recharger. The desktop charger cord would not plug correctly into the recharger. The cord would plug in but the two white arrows did not meet up and the connector was plugging in backwards. They were finally able to get their cord to plug in correctly and it showed the ¿recharger is charging¿ screen but the patient had to wiggle the connector around a little bit to get that screen. The device was charging for the moment. These charging issues had been present for a few weeks prior to (B)(6) 2014. The patient would have their recharger plugged in forever and it would barely charge but it had worked for the patient to recharge their implantable neurostimulator (ins). The patient tried to charge on the night of (B)(6) 2014 and tried to use their recharger and it wasn¿t charged. The patient usually slept with the recharger on while recharging the ins. The patient tried plugging the recharger back in on the morning of the report but it still didn¿t charge. They would plug in the recharger and it would flash like it was going to charge but it didn¿t charge. There was a broken connector on the desktop charger. The patient was sent a replacement desktop charger but the recharger was still not charging. The patient had been in pain for 4 days prior to (B)(6) 2014 and had not had therapy because they could not charge their ins so they were sent a replacement recharger. On (B)(4) 2014, additional information reported that the battery on the replacement recharger had depleted. They had the recharger plugged in for 2 days and the recharger was not charging. The patient noticed these issues on (B)(6) 2014. The green light was on and the arrows lined up. The connector pin was okay but the recharger still would not charge and the screen was blank. They tried a hard reset with no success so the patient was sent a replacement recharger. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.